Event description:
It was reported difficulties were encountered during explant of this ureteral stent two months post-placement for therapeutic drainage purposes. The stent became encrusted and could not be removed. The patient underwent a lithoclast procedure and the stent was explanted at that time. Surgical intervention was not required for stent removal.

Manufacturer narrative:
The device has just been received by the manufacturer. This type of event may have been related to the patient's condition and/or user technique. However, without evaluating the device and without additional details, we are unable to determine the exact cause of this event at this time. Should additional relevant information become available, a supplement report will be submitted at that time. Our directions for use state: "potential complications: encrustation... If resistance is encountered during advancement or withdrawal of the stent, stop. Do not continue without first determining the cause of the resistance and taking remedial action... Periodic radiographic, isotopic or cystoscopic examinations are recommended to evaluate stent efficacy and to observe for possible complications. When long-term use is indicated, it is recommended that indwelling time not exceed 90 days and that evaluations be performed at 30 day intervals post placement... Suture indwelling time is not to exceed more than 14 days. If longer stent indwelling time is anticipated, remove suture before placement or prior to day 14.